Event description:
It was reported that customer experienced continuous glucose monitor error 42 and bluetooth setting appeared greyed out on pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and successfully restarted sensor session without error, and support advised customer that due to recurring issue without pump alerts or alarms, customer could also contact cgm manufacturer and continue calling support if problem returned, which customer acknowledged.